Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that the insulin was squirting out while priming. The customer's blood glucose was unknown. While troubleshooting, it was found that the drive support cap was protruded. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.